Event description:
Additional information was received. It was reported that the pump log showed "stopped pump period may exceed tube set". It was noted that the patient experienced a change in therapeutic effect and experienced increased baseline pain. Another report stated, the pump had been replaced due to the motor stall that did not recover. It was also noted that the patient recovered without sequela.

Event description:
It was reported that there was a critical alarm heard and also confirmed by telemetry. Alarm was due to motor stall. The stall was constant. The patient had intermittent motor stalls and motor stall recoveries since (B)(6) 2012. On (B)(6) 2012, the patient had a motor stall and no recovery. The patient was not symptomatic due to the fact that they were weaning patient off the drug and she was taking oral medications. The device was used to deliver sufentanil and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Final analysis of the pump found a feed-thru anomaly. During destructive analysis, the technician found corrosion and bridging across the insulation of the m2 feed-thru. This may have been the cause of the motor stalls.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID, 8590-1 lot# n206778 implanted: 2009 (B)(6), product type accessory. (B)(4).